Event description:
Clinical specialist reported patient's blood glucose level elevated up to 270 mg/dl on (B)(6) 2014, patient bolused, and then 2 hours later his blood glucose level was 290 mg/dl. Clinical specialist stated patient has switched to his backup pump and his blood glucose level has returned to normal. On follow up patient alleges that inaccurate delivery has contributed to his elevated blood glucose level. Patient reported that on (B)(6) 2014 approximately at 1-2 pm his blood glucose reading was approximately 280 mg/dl, he bolused 11 units of insulin, and then about 3 hours later his blood glucose level was 295 mg/dl; could not recall exact readings. Patient stated he took insulin shots as treatment before he switched to his backup pump. Patient reported he has been on the backup pump for 1 day and his blood glucose level has returned to normal. No adverse event reported. Product was replaced and requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.